Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Poor image quality. The time of event is unknown. There was no report of patient harm. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Evaluation summary: it is presumed that this event was caused by the deterioration of the imaging capability due to the failure of the imaging system. As for the cause of the deterioration of the imaging capability, the failure of the imaging device, the damage of the ccd cable, the breakage of the circuit pattern, and the decrease in the light intensity of the illumination are all possible causes, but we have not been able to reach a conclusion. Correction information: h6: coding changed based on the investigation result.

Manufacturer narrative:
Correction information: g4:. Premarket identification PMA/510(k), g6: follow up #1, h2:if follow-up, what type?.